Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator powered on by itself and hard to turn off while in storage. There was no patient involvement. The customer was advised to replace the user interface board. Further information is pending.